Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: external control system failureadditional text: silicone drivelinespecific component(s) involved: other component malfunction, specifyadditional text:other component: separation of silicone boot to the metal connector of the drivelinecausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : metal clamshell securing device attached to this area per thoratecimplant device type: lvadmalfunction device type: